Event description:
Customer stated that their meter is giving erratic readings. It read 253 mg/dl then a few minutes later read 22 mg/dl and another meter read 111 mg/dl. While on the phone a review of the system was conducted. The meter's electronics functioned according to specifications but the customer was using off brand test strips so the review could not be completed. Appropriate testing supplies were sent to the customer to complete the system review. The customer was invited to call 24/7 with future questions/concerns.